Event description:
Several anesthesiologists were having difficulty intubating this female. After successfully intubating the patient with the use of fiberoptics, the cuff on the endotracheal tube developed a large leak and was determined to be broken. The patient was reintubated and anesthesiology continued to have difficulty establishing an airway. An airway was obtained via cricothyroidomy. Anesthesia still had difficulty ventilating the patient, and she had a cardiopulmonary arrest and died.